Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -10.50 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Glare/haloes were observed. The lens remains implanted. See MFR # 2021-00884 for claim against the initial lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: lens returned in a micro-centrifuge vial; dry with residue/deris on product. Visual inspection found optic torn and haptic broken. Dimensional inspection found the lens to be within specifications. After lens explant, phaco-emulsification (cataract surgery) & iol implantation was performed and the problem was resolved. Health impact code 4625. Additional surgery (phacoemulsification & iol implantation) . Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.7mm vicm5 13.7, -10.50 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2021 due to low vault, lens opacity (asc), blurred vision and glare/haloes. Cause of the event is reported as unknown.see MFR # 2021-00884 for claim against the initial lens. Claim# (B)(4).